Manufacturer narrative:
The available information suggests the system remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was turned off prior to a surgical procedure. At interrogation when the device was being deactivated, it was noted the right ventricular (rv) lead impedance was greater than 2,000 ohms. After the surgical procedure, the device was interrogated again, and the impedance measurement was still out of range. A copy of device memory was analyzed by a boston scientific technical services (ts) consultant. Ts stated all other lead measurements were in the normal range, and no noise was noted. No adverse patient effects were reported.